Manufacturer narrative:
Device evaluation: evaluation of the patient¿s submitted log file confirmed a pump stop, which appeared consistent with an electrostatic discharge event. The submitted controller event log file contained data from 21jan2020 to 22jan2020. The pump was set to a fixed speed of 5300 rpm and the low speed limit was set to 5100 rpm. On (B)(6) 2020 at 6:38:06 pm the log file recorded a pump stop lasting approximately 9 seconds. Comm a and comm b faults preceded the pump stop and the pump stop had corresponding low speed advisory, low speed hazard, low pump current, and low flow fault flags and appeared consistent with an electrostatic discharge (esd) event. No other atypical events were captured. The data recorded in the log file showed that the lvad appeared to be operating at the set speed as intended before and after the pump stop events. The log file appeared to capture the pump operating as intended. The account reported that the patient experienced an esd event resulting in a pump reset. The patient reportedly did not experience any further related issues. The patient remains ongoing on vad support. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. Heartmate 3 lvas IFU, document (B)(4), rev. B, section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook, document (B)(4), rev. B, section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was on an mpu when she reached out to turn lights off and received an electric magnetic discharge followed by hazard ¿pump off¿ alarm, but system controller was on, she switched to battery but then later wentback on mpu for the night and worked without any further alarms. She brought her mpu to clinic, she has been using it at night without any further alarms. The log file also revealed dual communication faults a&b. No further information was provided.